Manufacturer narrative:
Reporter's phone number: (B)(6). Reporter's institution phone: (B)(6).

Event description:
It was reported to philips that the device has an ECG failure. There was no patient involvement. The authorized service provider (asp) found that the ECG core wire needs replacing. The philips representative has identified ECG core wire as malfunctioning part. It was replaced. The device passed testing and was put back into service.